Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coil sheath at the tip was bent. The clip was able to be released. The manufacturing history was reviewed, with no irregularities noted. Omsc could not determine the exact cause for the failure of release because the reported phenomenon was not reproduced. There was a possibility that the clip could not be released because the operation of the slider became heavy due to unspecified reasons and the slider could not be pulled out all the way to the end. The instruction manual of the device has already warned as follows; do not try to forcibly remove the clip if it becomes caught on the distal end of the coil sheath. Forcible removal of the clip could cause patient injury such as perforation, bleeding, or mucous membrane damage.

Event description:
For a treatment of bleeding, the subject device was used. The clip of the subject device could not be released. Therefore, the user pulled it with the tissue. Bleeding occurred. However, the procedure was completed without additional treatments. There was no patient injury reported except this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".